Manufacturer narrative:
(B)(4).

Event description:
It was reported that post implant, the pulse generator exhibited a high current drain. Upon interrogation on (B)(6) 2014 the device exhibited a diagnostics anomaly. The patient appeared asystolic and ineffective pacing pulses were observed. The device was reprogrammed. On (B)(6) 2014, the device was explanted and replaced. The condition of the patient was good post the procedure.